Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the leadless implantable pulse generator (ipg) exhibited intermittent capture. The device was programmed off, replaced with a transvenous ipg, and remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) device was noted with elevated thresholds. The device remains in use. The patient is a participant in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. Analysis of the device memory indicated pacing capture threshold in the right ventricle was unstable. If information is provided in the future, a supplemental report will be issued.